Manufacturer narrative:
Device history and sterile lot records could not be reviewed for the disposable device as a lot number was not provided by the complainant. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis.

Event description:
User facility reported an uneventful novasure endometrial ablation was done in 2009. A post hysteroscopy was negative for perforation. The patient was seen by the physician 24-26 hours post novasure with severe cramping and abdominal pain. Treatment included vicodin (hydrocodone bitartrate and acetaminophen) and the patient returned home. During follow-up twelve days later, the physician reported the patient went to the emergency room (ER) 48 hours post novasure with a temperature of 103 degrees and worsening abdominal pain. A pelvic and abdominal exam were negative. Her white blood cell (wbc) count was 12,000 and blood cultures were drawn. Treatment included antibiotics (name of medication unknown) and she was discharge home. The physician reported the patient was called back to the ER one week post novasure because the blood cultures, drawn 48 hours post ablation, were positive with a bacteria "suggestive of contaminant". The patient was admitted to the hospital, per hospital policy, for IV (intravenous) antibiotics (name of medication unknown). Her wbc was 14,000 and platelet count was 100,000 upon admission. "A [computed tomography] CT scan revealed a 10 x 3cm collection in the left pelvis most likely an abscess. Interventional radiology drained the mass of 60cc of purulent material which was negative on culture." Additionally, he reported her blood counts normalized and she was discharged home (date unknown) with IV antibiotics and a surgical drain in place. During follow-up with the physician the following month, he reported the antibiotic the patient received in the hospital was invanz (ertapenem sodium), 1gm a day, for 10 days. He reported the surgical drain has been removed and that the patient is now doing fine.